Event description:
It was reported that balloon rupture and removal difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres, the balloon ruptured. Resistance was felt during removal and the procedure was completed with another emerge balloon catheter. No patient complications were reported.